Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 430 mg/dl and at 8 pm it was 300 mg/dl and at 10:30 pm it was 340 mg/dl, 1:01 blood glucose was 347 mg/dl. The customer declined troubleshooting on insulin pump. The device will not be returned for analysis.